Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Manufacturer narrative:
Device evaluation: the advancer unit was attached to a test catheter and no issues were noted with the unit¿s handshake connection. A test guide wire was inserted in the advancer unit and no issues were noted loading the guide wire onto the device. The rotablator advancer unit was wet tested and no issues were noted. The returned advancer unit was within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that during a rotational atherectomy treatment procedure, the burr became stuck in the lesion. Access obtained through the femoral artery. The 90% stenotic, eccentric shaped lesion was located in overlapping, previously deployed unspecified stents in the non tortuous and severely calcified proximal to mid left anterior descending artery. The physician first ablated the lesion with a 1.25mm and 1.50mm rotalink burr and then advanced the 1.75mm rotalink burr to the lesion. The burr stopped rotating and became stuck in the lesion. The burr was forcefully removed and the patient experienced chest pain which was relieved with morphine. The procedure was completed with another 1.75mm rotalink advancer burr and the deployment of a 2.25x18mm stent. No complications were reported and the patient's status is stable.

Event description:
It was reported that during a rotational atherectomy treatment procedure, the burr became stuck in the lesion. Access obtained through the femoral artery. The 90% stenotic, eccentric shaped lesion was located in overlapping, previously deployed unspecified stents in the non tortuous and severely calcified proximal to mid left anterior descending artery. The physician first ablated the lesion with a 1.25mm and 1.50mm rotalink burr and then advanced the 1.75mm rotalink burr to the lesion. The burr stopped rotating and became stuck in the lesion. The burr was forcefully removed and the patient experienced chest pain which was relieved with morphine. The procedure was completed with another 1.75mm rotalink advancer burr and the deployment of a 2.25x18mm stent. No complications were reported and the patient's status is stable.